Event description:
It was reported that during a breast biopsy after testing approc 2 samples they stopped receiving cores. They changed probes and then continued to receive very poor samples. There was no pt consequence reported. The case was completed using the device.